Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify no delivery anomaly and failed battery alert due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Event description:
Information received by medtronic indicates the insulin pump rejected batteries a couple of times, reset the time/date during battery change and had unexplained no delivery alarms. The customer declined the offer to troubleshoot. No further information given. The insulin pump will be returned for analysis.